Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated mdrs # 1225714-2014-00547, 00548.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.